Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. Review of supplied information confirmed device loosening; however, the investigation could not determine the root cause. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. Review of the supplied information confirmed patient infection; however, the investigation could not draw any conclusions about the root cause of the infection. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection.